Event description:
On 10/18/2024, it was reported by a sales representative via email the number two repair stitch from three ar-3636 knotless fibertak broke during tensioning. Final tension was achieved. This was discovered during a labral repair procedure on (B)(6) 2024. Additional information received on 10/24/2024: the case was completed with the same two ar-3636 knotless fibertaks. The breakage occurred upon tensioning, and acceptable tension was achieved. The repair sutures from the two ar-3636 knotless fibertak's were removed. On the other ar-3636 knotless fibertak, all the sutures were removed, but the anchor stayed in the patient. The case was only briefly delayed without additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.